Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis left cylinder and pump were removed and replaced due to a hole in the cylinder. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder had a leak at the corner of a fold in the middle of the cylinder. Under a microscope, this cylinder had wear at a fold in the middle of the cylinder and a fold in the proximal end of the cylinder. This cylinder also had a hole at the corner of a fold in the middle of the cylinder. This cylinder kink resistant tubing (krt) was worn to the filament. The pump did not pass activation testing. Under a microscope, the pump tubing was cut down to the pump block; the tubing was not returned for analysis. Based on the information available and analysis results, the mechanical issue and cylinder hole were confirmed, and the cause was traced to component failure.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis left cylinder and pump were removed and replaced due to a hole in the cylinder. No patient complications were reported.